Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified inaccurate readings while wearing an adc freestyle libre sensor and experiencing symptoms described as sweating, "couldn't keep fluids", and a loss of consciousness. On (B)(6) 2019, customer was seen at a hospital where a reading of 400 mg/dl was obtained on an hcp meter and he was diagnosed with hyperglycemia and treated with "fluids to hydrate". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date was updated based on extended investigation findings. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified inaccurate readings while wearing an adc freestyle libre sensor and experiencing symptoms described as sweating, "couldn't keep fluids", and a loss of consciousness. On (B)(6)2019, customer was seen at a hospital where a reading of 400 mg/dl was obtained on an hcp meter and he was diagnosed with hyperglycemia and treated with "fluids to hydrate". There was no report of death or permanent impairment associated with this event.